Event description:
The reporting stated that the internal cannula did not connected anymore with the external cannula. The reporter stated decannulation and recannulation of a replacement tube was required.

Manufacturer narrative:
No sample available for analysis however, recall z-2174-2012 was initiated for models shiley 8lpc and 8fen that have had volume leakage and/or disconnection between the inner and outer cannulae. Additionally, a corrective and preventative action was initiated to document the investigation efforts related to the root cause for the reported failure.